Event description:
Initial result for a patient caffeine was 0.0 and auto-repeated as 0.0. When repeated a third and fourth time, the results were 25.0 and 26.9. The incorrect results were not used to guide therapy. The field service representative was unable to determine a cause for the discrepancy.